Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the clinic and interrogation revealed delayed atrial pacing events that caused inappropriate mode switching episodes. Programming changes were made. The patient will continue to be monitored.